Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that tower doors 4 and 3 were failing intermediate. A field service engineer (fse) removed the latch column. Fse disconnected the cable harness from the latch. The connections on the latch were cleaned. Fse reconnected the cables. The doors started working again issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.